Manufacturer narrative:
Capstone cage and legacy instrumentation (therapy dates unknown).

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at l5-s1 using capstone cage, legacy instrumentation, and mixing rhbmp-2/acs with autograft. Ten months post-op, the patient underwent l5-s1 fusion using a combination anterior/posterior approach. Subsequently, the patient was diagnosed with "injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment, including but not limited to having to undergo additional surgeries in 2007 and 2008. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, model #/lot #, device manufacture date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with degenerative disc disease at l5-s1 with severe chronic intractable low back pain and underwent the following procedures: posterior lumbar interbody fusion at l5-s1 utilizing pedicle screw fixation fusion/percutaneous. As per op-notes, next a peek device was packed with bmp and autologous bone and was tapped into place on the ipsilateral side. Next, pedicle screws were placed into l5 and s1 fluoroscopically. These were compressed together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.